Event description:
Mid-afternoon, attending surgeon suturing anastomosis of stomach with 3.0 pds "sh" suture needle "z316," needle broke intraoperatively. Two pieces of needle recovered, intact and matching together. An x-ray was taken. Three hours later, attending radiologist dr. (B)(6) spoke with attending surgeon in o.r. The x-ray clear of needles in all four quadrants of abdomen. All counts of needles, sharps and sponges and instruments correct.